Manufacturer narrative:
Product analysis: analysis was able to confirm the reported cracked output connector port. Analysis also noted that the display wires were pinched with exposed internal wire. All found defective parts were replace and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the external pulse generator (epg) atrial connector had cracked plastic. The epg was returned for service. There was no patient involvement.